Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a pressure sore under electrodes, one on the left and one on the right, with no indication of open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse placed bandages over the sores. Follow up indicated that the sores improved.